Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 at 1:30 p.m. With blood glucose of 300 mg/dl. The customer was treated with manual injection. Troubleshooting was declined for high blood glucose. The product will not be returned for analysis.